Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received, and no physical damage was found on the pump. As a result of checking the log, it confirmed that there was a record of the occlusion alarm that occurred during the pump ?pca? Dosing on (B)(6) 2023. Functional testing could not replicate the complaint as the pumps downstream sensor was within specification. A suspected but unconfirmed root cause was the circuit connected to the pump. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventive action taken was to replace the downstream sensor seal and the downstream sensor re-calibration. Device passed all functional and delivery tests.

Event description:
It was reported that the pump was exhibiting frequent occlusion alarms. Per reporter the alarm was occuring during use. No adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: day unknown, d4: UDI number and g5 are unavailable, g3: japan investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.